Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. The reported event could not be reproduced. The ventilator was tested, passed pre-use check and was cleared for clinical use. No parts were replaced. Evaluation of received ventilator logs confirms alarms for high peep (positive end expiratory pressure) in combination with alarms for high continuous pressure, which indicates a high pressure situation. A high peep alarm will occur when the measured end expiratory pressure is above the preset alarm limit for three consecutive breaths. In case of a high continuous pressure alarm, the safety valve is opened for 5 seconds in order to reduce the airway pressure. The generated alarms indicate a high expiratory resistance. At high expiratory resistance, the patient does not have time to breathe properly during the expiratory phase before a new breath is initiated. This leads to a higher peep value than the pre-set and alarms are generated. The difficulties may either be due to non-optimal user settings of the device for the actual patient or an increased expiratory resistance due to accessories in the patient circuit. Information concerning what type of patient breathing circuit or filter that was in use at the time of event was not provided. The first remedy action for the generated alarms according to the user's manual is to check the patient's breathing system and thereafter the ventilator settings. There are no technical error codes that indicate any technical issues with the ventilator. Pre-use check prior ventilation was started passed without remarks. The cause of the reported event is attributed to user error or clinical application error. There is no indication of a ventilator malfunction at the time of the event.

Event description:
Manufacturer's ref # : 219951.

Event description:
It was reported that while the ventilator was connected to a patient, the peep (positive end expiratory pressure) value shown on the display was higher than set value. There was no patient harm. Manufacturer's ref.: (B)(4).